Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported detachment of the adc freestyle libre sensor on day 6 of wear. On (B)(6) 2021, customer received "lo" at 2:32 p.m. As a result, the family provided the customer glucose. At unknown time, the sensor detached and customer experienced belly pain, nausea, vomiting, and was unable to treat themselves. Hcp contact was made and a blood glucose of 500 mg/dl was obtained on the hcp meter and the customer was provided insulin (dose unknown ) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.